Manufacturer narrative:
The patient's weight was reported to be about (B)(6).

Event description:
This is the same case and patient as MFR report # 3005099803-2011-02977. This report pertains to the first of two devices. It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, the physician observed the mesh to be redundant in length after implantation of both sides. The physician was not satisfied with the sling tension and believed the mesh to be stretched on one side. The sling was removed from the patient. The physician completed the procedure with a different device with no complications. The patient is currently reported to be "doing well." Attempts to obtain additional information have been unsuccessful.